Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon further evaluation of the monitor, the sd card was defective. The cause of the unavailable ECG recordings is the defective sd card. The root cause of the defective sd card cannot be positively identified. Recurrence of the unavailable data will not cause or contribute to an adverse event. Device manufacture date: monitor: 12/10/2015; belt: 01/17/2018.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was reportedly walking at the time of the event and too tired to press the response buttons. The patient's rhythm at the time of the event is unknown as the ECG recordings are not available. As such, the event is being reported out of an abundance of caution. The patient visited the emergency room and continued use of the lifevest.